Event description:
Boston scientific crm received information that during a device replacement procedure, strong traction was used by the physician to disconnect this left ventricular lead; the lead was damaged/ possibly severed or fractured. An attempt to repair the lead with the repair kit was unsuccessful; the lead was fixed with medical adhesive. Post procedure lead measurements were within normal limits. The lead remains implanted and in service. No adverse patient effects were reported. Additional information was received. Approximately four years later, this lead was explanted during a routine device replacement procedure. Visual inspection revealed the lead was damaged. No adverse patient effects were reported. No return is intended and the lead was not replaced.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.